Event description:
Information was received indicating during use of the casset, the pump exhibited a high pressure alarm. Per reporter the cassette was re-done and patient subsequently received remainder of infusion. No adverse patient effects were reported.